Event description:
It was reported that the patient's doctor suggested someone needed to adjust his stimulator because it was not working correctly. It was later reported that the patient was still having concerns regarding his device or therapy but he was working with his doctor or medtronic representative. The date of the last appointment was six days prior to the report, on (B)(6) 2014. The next appointment was scheduled for (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# v121145, implanted: (B)(6) 2008, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 37082-40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).